Event description:
A malfunction was reported on the pump, and no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. The caller was instructed to contact technical support again if the malfunction reappeared, which the caller acknowledged and understood.